Manufacturer narrative:
Therefore, because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. The returned r-pilot file 25mm is broken in the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1497001, #1497671 and #1500538). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a r-pilot broke during use. The broken piece could not be retrieved and was incorporated into the filling. Additionally an root amputation/apicoectomy was done on this tooth.